Event description:
Additional information received noting that the patient has been experiencing head drops, eye flickering and absence seizures.

Event description:
Additional information received noting that the patient was first seen to have high lead impedance back in (B)(6) 2022. X-ray images showed that the patient's lead was twisted. The patient then underwent a battery replacement in (B)(6) 2023 and their lead was untwisted and the impedance was within normal limits, ~3000 ohms. The patient was recently seen and upon interrogation, low output current was observed. The output current was lowered and the error message resolved. Internal data from the generator currently implanted was received and reviewed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient has high impedance. No known surgical intervention has occurred to date.

Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.